Event description:
The manufacturer received info alleging an interface pca malfunctioned. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation the customer complaint was confirmed. The interface pca was replaced to address the issue.